Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection shows that the tension spring is still loaded inside deployment tube and the plunger is completely depressed. The failure that the seal did not deploy is confirmed. A lhr review was completed for the product, there was no nonconformance associated with the lot number.